Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and found that the top enclosure had a missing screw, the bottom cover, top cover and battery compartment are damaged and the battery lock pin is broken. The platform was turned on/off with no problems and run for 15 minutes using a test mannequin and an additional 30 minutes with the large resuscitation test fixture (equivalent to 250 pound patient) with no problems or errors. A review of the archive was performed which found that user advisory (ua) 18 (max take-up revolutions exceeded) and ua2 (compression tracking error) messages occurred on the reported event date of (B)(6) 2014. Per the autopulse technical service guide (p/n 11377-006) ua2 is exhibited when the autopulse® has detected a change in lifeband® tension. This advisory occurs when the patient or lifeband® is out of position, or the lifeband® is opened during active operation. No parts need to be replaced to remedy the ua18. In summary the customer's reported complaint of the platform exhibiting a ua18 was confirmed through review of the archive. The root cause was determined to have been caused by no load being placed on the platform.

Event description:
Complainant alleged that during a shift check, the autopulse® platform displayed a user advisory (ua) 18 (max take-up revolutions exceeded) message that was unable to be cleared. There was no report of any patient involvement. No further details were provided.